Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the hospitals c-arm imaging device was in poor condition and the pictures were not completely clear. On (B)(6) 2012, the pt had no pulse in his lower left extremity, so the decision was made to perform a femoral-femoral bypass procedure. The pt tolerated the procedure. On (B)(6) 2012, a computed tomography revealed that the left side of the graft was completely occluded. It has been reported that the pt is doing well and blood flow has been restored due to the femoral-femoral bypass procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.